Manufacturer narrative:
Product complaint # (B)(4). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This is one of two products involved with the reported complaint and the associated manufacturer report numbers are: 3008264254-2019-00545, 1226348-2019-00868.

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿a case of bilateral dissecting aneurysm of the posterior inferior cerebellar artery¿. A (B)(6) male patient with bilateral fusiform aneurysm rupture of the pica who underwent balloon assisted coil embolization with orbit galaxy complex fill 2.5 mm x 5 cm and orbit galaxy complex xtrasoft 3.5 mm x 7.5 cm, has developed incomplete wallenberg syndrome and upper limb superior right cerebellar syndrome 15 hours later after the operation, and an acute cerebral infarction.